Manufacturer narrative:
Received one used device for evaluation. No visual damages or anomalies were observed. The shear tabs were not activated. The reported complaint of disconnection of the spiros could not be confirmed. The returned spiros wasn't activated and would disconnect. When the spin feature was activated, the sample functioned to product specifications. The dfu states: attach in a straight manner. Twist devices together until a click is heard and the spiros begins to rotate freely. A lot history review was performed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1971. B3 - date of event - the date of event is unknown in feb, and 01 feb 2025 has been used as a placeholder.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap, that experienced disconnection and leakage. It was reported, "during infusion of chemotherapy, the spiros cap became disconnected to the patient's port and leaked chemo on the bed and patient's gown. The spiros cap did not secure properly to the port. The infusion was stopped, the spiros cap was removed and replaced with a new cap. It is unknown if there was patient harm at this time". It was also stated that chemotherapy was the original intended procedure. The patient¿s gown and bed linens were changed. The exposed area of the patient was washed with soap and water. There was no significant delay in therapy to the patient. There was no known change in status to the patient. According to the medical record asn well, the name of the chemotherapy drug infusing was cisplatin (platinol) 10mg, cyclophosphamide (cytoxan) 400mg, etoposide (toposar) 40 mg in sodium chloride 0.9%. It was infusing at 43 ml/hr. It was infusing through a central line. It was also stated that the spiros disconnected from the port 21 hours into the infusion. Blood was noticed on the side of the patient¿s gown, no amount quantified. It is unknown how the product was being set-up and unknown if the spiros was properly tightened to the port upon set-up. There are no visible cracks/breaks/cuts that were noted. There are no digital photos or videos taken.